Event description:
It was reported that the patient's log files were sent for review. A review of the log files revealed a no external power event on (B)(6) 2022.

Manufacturer narrative:
Patient date of birth, gender, and weight were requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed via review of the submitted log files. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 12 days ((B)(6) 2022 per timestamp). No external power alarms were active on (B)(6) 2022 from 07:51:42 ¿ 07:51:47 and from 08:46:30 ¿ 08:46:47 due to a loss of ac power while the controller was connected to the mpu. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made asking if the mobile power unit (mpu) will be returning, for the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall/outlet or the back of the unit, or if there were any environmental circumstances that may have affected the ac power at the time of the event; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.